Event description:
Boston scientific received information that during a routine implant procedure, a signal of non-physiologic noise was detected on the rate/sense portion of the right ventricular (rv) lead for approximately thirty minutes. It was noted that the patient with this device system also had a bladder stimulator in place. The device had been programmed to monitor only. The patient was checked the following day and no further signals were noted. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.